Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 they started getting high blood glucose. They had changed the infusion set three times. The customer reported that on (B)(6) 2017 at 7 a.m. They were hospitalized due to diabetic ketoacidosis. Their blood glucose level at the time of admission was over 600 mg/dl. They were wearing the insulin pump at the time of the hospitalization. The customer stated they called to troubleshoot when they had a high blood glucose and was told that the device was not functioning well. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No pump errors noted during testing. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.